Event description:
The following has been reported: customer sent in request form reporting unit needs a pm and it is giving an error code. Customer has confirmed that information regarding an ae is unknown. Device history record was reviewed and nothing was found related to the reported event. Partial device history log was reviewed. Several technical error 22 were found which confirms the reported event (force sensor issue) . The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. Error 22 on the agilia connect range is a known issue for which an internal CAPA was opened to reduce the occurrence of this error. The investigation into this error showed that it was mainly due to a faulty force sensor. The serial number of the pump (B)(6) indicates that it is within scope of this CAPA, which states to replace the force sensor. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid.